Event description:
It was reported that during a lobectomy procedure, staples malformed. It was box shape. After changing the cartridge, staples also malformed. Another like device was used complete the case. No pt consequence. One device and one cartridge will be returned.